Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka case- during bone prep distal cut was made first followed by posterior chamfer cut. Surgeon struggled to engage haptics for the posterior chamfer cut, after a few attempts, the surgeon noted the direction the robot was setting the blade was not in the correct orientation. I had him check femoral checkpoint with green probe, it passed, then checked the saw blade- it was off by close to 30mm. I had dr. (B)(6) check base array stability and it was very loose, the base array arm was fully locked but the base array somehow disengaged and was able to rotate. Dr. (B)(6) re-engaged the base array and re-calibrated the robot. I asked if the distal cut looked ok, he said it did not look correct, he wanted to recut distal and finish rest of cuts and then trial and evaluate. We re-entered bone prep and touched up distal cut and then finished the rest of the cuts successfully. Upon trialing, all cuts were accurate except the distal cut- the trial implant was airballing by about 5mm on the distal plane. Dr. (B)(6) requested 5mm distal augment trials and trialed with the augments, it fit very well and he accepted it. He then implanted all planned sizes and used 5mm augments for both medial and lateral distal femur. Upon inspection of base array post op, it was fully intact not damaged, it must not have been fully seated during set-up. Surgical delay: 20 minutes.

Manufacturer narrative:
Reported event: loose base array. Device evaluation and results: not performed as the product was not available for evaluation. The product was inspected after the case and deemed to be undamaged and merely not installed properly. The 30mm discrepancy in the measurements could not be confirmed from the supplied report logs. Session files were requested but no response was received. Device history review of the device history records indicate 89 devices were manufactured and accepted into final stock on 12/17/15. No non-conformance's were identified during inspection. Complaint history review a review of complaints in catsweb and trackwise related to p/n 112227, lot number 19380615 shows no additional complaints related to the failure in this investigation. Conclusions: the issue was observed during a case and resulted in a 20 minute delay. The case was successful. After the case and inspection of the base array indicated that it was not properly installed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Tka case- during bone prep distal cut was made first followed by posterior chamfer cut. Surgeon struggled to engage haptics for the posterior chamfer cut, after a few attempts the surgeon noted the direction the robot was setting the blade was not in the correct orientation. I had him check femoral checkpoint with green probe, it passed, then checked the saw blade- it was off by close to 30mm. I had dr. Repine check base array stability and it was very loose, the base array arm was fully locked but the base array somehow disengaged and was able to rotate. Dr. (B)(6) re-engaged the base array and re-calibrated the robot. I asked if the distal cut looked ok, he said it did not look correct, he wanted to recut distal and finish rest of cuts and then trial and evaluate. We re-entered bone prep and touched up distal cut and then finished the rest of the cuts successfully. Upon trailing, all cuts were accurate except the distal cut- the trial implant was airballing by about 5mm on the distal plane. Dr. Repine requested 5mm distal augment trials and trialed with the augments, it fit very well and he accepted it. He then implanted all planned sizes and used 5mm augments for both medial and lateral distal femur. Upon inspection of base array post op it was fully intact not damaged, it must not have been fully seated during set-up. Surgical delay: 20 minutes